Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. It was stated that the patient experienced phrenic nerve stimulation (pns) and high capture was noted on the right atrial (ra) lead. The right atrial lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.